Manufacturer narrative:
The manufacturer conducted an investigation based on the information provided by the user. The complainant reported that irrigation fluid flowed through the control unit without manual pumping and at a faster than expected rate when the water control switch was in the "on" position. The user reported that the patient experienced transient vomiting episodes during use. No medical intervention was required. The device involved in the event was not returned despite multiple requests; therefore, no functional or performance testing could be conducted to verify the reported issue or determine a definitive root cause. The investigation relied on user-provided information, including detailed descriptions of the event and device usage conditions. A review of the manufacturing and batch records for the reported lot was performed. This review did not identify any deviations, nonconformities, or anomalies that could be associated with the reported issue. The complaint indicates a potential malfunction related to fluid flow rate or pump/control unit performance. However, due to the absence of the returned device and lack of objective test data, the reported issue could not be confirmed, nor could a specific root cause be established. Based on the available information, it cannot be excluded that the device may have contributed to the event. No similar trends or signals have been identified that would indicate a broader systemic issue at this time.

Event description:
A complaint was received involving a navina classic irrigation system control unit. The user reported that upon replacing the pump and tubing set, irrigation fluid flowed through the system without manual pumping when the water control switch was in the "on" position. The reported flow rate was significantly higher than expected, with approximately 300 ml of irrigation fluid infused in less than one minute, compared to the typical infusion time of 2-3 minutes. During use of the affected control unit, the patient (pediatric user with spina bifida) experienced episodes of vomiting during irrigation, including one instance of emesis on one day and two instances on another day. No medical treatment was sought, and no hospitalization or serious injury was reported. The user discontinued use of the new control unit after three days and resumed use of a previous control unit with the same tubing, after which the issue was not observed.